Manufacturer narrative:
Medical device lot #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use of the bd ultra fine¿ short insulin pen needle ¿the needle was bent at the non patient end and was sticking through the outer shield prior to removing the label. Consumer states she has come across 2 boxes in which the needle is bent at the non patient end and would stick through the outer shield prior to removing the tear drop label.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. DHR could not be performed as the lot number was not provided. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined.